Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
It was later reported that at the time of the patient's surgery the catheter was found to be patent as the catheter aspirated fine during the case. Only the connector was changed out, the rest of catheter was left intact and the pump was replaced due to end of life.

Event description:
It was reported that the patient's pump had been previously programmed to infuse a lioresal dosage of 4000mcg/ml and deliver medication at a rate of 700mcg/day. The patient was noted to have transferred to a new physician who changed the concentration of the medication used within the pump from 4000mcg/ml to 2000mcg/ml at their last refill, but the physician was noted to have not changed the concentration from 4000mcg/ml to 2000mcg/ml via the programmer. The patient was noted to have had no symptoms when this medication change occurred, and it was also reported that they "did not have very good confidence that the catheter was working." It was later noted that the patient was hospitalized post-pump replacement because of an "unknown catheter length" and concentration discrepancy, as "the patient was really getting 350mcg/day." The medication used within the system was lioresal 2000mcg/ml. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.